Event description:
On (B) (6) 2004, a pt was implanted with a gore-tex vascular graft in a bypass procedure in the left leg from the femoral to the popliteal artery. On (B) (6) 2004, the pt presented with an infected graft. On (B) (6) 2004, an above the knee amputation was performed and the graft was removed.